Event description:
Spontaneous communication. Patient reported "issue with the pump/tubing". Patient reported she changed the tubing and the pump was infusing. Per patient she had tried moving liquid through the tubing with a syringe as well and it would stop partway "like the tubing wasn't bored out properly''. The reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The event is resolved. No visible damage, but the tubing would not allow for free flow of liquid. Product lot number and expiration date is unknown. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided and explain? N/a. Is the actual device available for investigation? Unknown. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by: patient/caregiver.